Event description:
A malfunction alarm identified as malf 9 was reported, which did not cause the customer's blood glucose level to exceed 500 mg/dl and was within normal range. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur post-reset. The customer was advised to continue using the pump and to contact support again if the issue reoccurred, which the customer acknowledged and understood.